Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.